Event description:
A 56 year-old female with a past medical history of hypertension, type 2 diabetes mellitus, hyperlipidemia, and a left ventricular ejection fraction of twenty-seven percent underwent an elective spinal fusion procedure. One day later, she developed chest pain and a non-st-segment elevation myocardial infarction postoperatively. Left heart catheterization demonstrated multivessel coronary artery disease, including a chronic total occlusion of the right coronary artery, a 99% stenosis in the mid circumflex coronary artery, and a 90% stenosis in the mid left anterior descending coronary artery. She was referred to cardiovascular surgery for coronary artery bypass graft consultation. The patient had a hemoglobin level of seven g/dl following her recent surgery and, as a jehovah¿s witness, declined blood transfusion. She was turned down by cardiovascular surgery due to the inability to administer blood products. The patient was brought to the cardiac catheterization laboratory for high-risk percutaneous coronary intervention (hrpci) of the mid left anterior descending and circumflex arteries. During the percutaneous coronary intervention of the mid left anterior descending artery, the patient began to clinically deteriorate after stent placement and subsequently lost coronary flow. She experienced cardiac arrest and required multiple rounds of cardiopulmonary resuscitation. The clinical team elected to implant an impella cardiac power heart pump as a bailout strategy. The first impella cp device failed to generate adequate blood flow, and the team recommended placement of a new device. After implantation of a second impella cp device, blood flow remained limited. The patient continued to experience recurrent cardiac arrests following impella support. The device was noted to be malpositioned with persistent suction alarms. Abiomed staff advised that the device was not correctly positioned; however, the treating physician and shock team agreed not to reposition the pump due to the extremely poor clinical prognosis. Later that day, the decision was made to withdraw life-sustaining treatment due to the patient¿s grave prognosis. The patient subsequently died. While the pumps will be conservatively coded for the patient¿s complications, they are more likely due to the patient¿s underlying deteriorating clinical conditions. No device malfunction was reported, and all device-related decisions were based on the patient's clinical condition and response to therapy. Updated: per clinical notes it was noted that the urine was brown / red with +3 blood in urine. Dr. Pitta optimized poaition again this morning and urine is clearing. Given dilated lv and risk for hemolysis - escallation to 5.5 is planned for today.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.